Manufacturer narrative:
Concomitant medical device: 694758 lead implanted: (B)(6) 2008. Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that there was oversensing, noise, and non-sustained events. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.